Event description:
It was reported to philips that a device battery failed to calibrate. There was no patient involvement.

Event description:
It was reported to philips that a device battery failed to calibrate. There was no patient involvement.